Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files showed that 10 injections were performed with the balloon catheter on the date of the event without any system notice. A clinical issue was encountered during the procedure and there was no indication of a product malfunction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) occurred. The ablation was stooped via double stop technique. The case was switched to radiofrequency and completed. The pnp did not recover at discharge. The patient was placed under monitoring and hospitalization was not extended. No further patient complications have been reported as a result of this event.